Event description:
The pump was returned by the facility for svc. During svc a failure code 570:320 was found. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter svc event and no pt injury had been reported.

Manufacturer narrative:
Evaluation was completed and the failire code 570:320 was confirmed in the event history. Review of the complaint history reveals similar reports have been rec'd for this product for this issue. This issue is being investigated.